Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger problem) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The yellow #1 light was lit with no battery pack inserted. The root cause for the inability to charge a battery pack could not be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor reported that a patient's battery charger had a problem.